Event description:
Subsequent to the initial medwatch report, it was noted that the patient's date of death was (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rx xience v stent was successfully implanted in the distal circumflex artery after pre-dilatation on (B)(6) 2010. Intravascular ultrasound was performed and the procedure was completed with timi flow iii. On (B)(6) 2010, the pt's state of consciousness was altered and ultimately the pt died on (B)(6) 2010. A CT scan was performed and the cause of death was reported as cerebral hemorrhage. Reportedly, the pt was taking aspirin and clopidogrel at the time of death. An autopsy was not performed. Though requested, add'l info was not provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death and cerebrovascular accident/stroke are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.